Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping pelvic pain / cramping') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone confirmation test.". The patient's medical history included gallbladder disorder in 2013. Previously administered products included for an unreported indication: iud in 2009. Concurrent conditions included wrist injury, inability to work and morbid obesity. Concomitant products included cefixime (flexeril) for low back pain and back muscle spasms, cyclobenzaprine for low back pain and leg spasm, ibuprofen for low back pain, leg spasm and migraine as well as levocetirizine dihydrochloride (xyzal), montelukast sodium (singulair), omalizumab (xolair) since 2017 and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("aches and pains in abdominal area / cramping/ feeling heavy in lower abdomen"), back pain ("back pain/ lower back pain"), dry skin ("dry areas on skin/dry patches of skin"), muscle spasms ("leg spasm/ back spasm") and abdominal discomfort ("feeling heavy in lower abdomen"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier and longer menstrual cycles/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("debilitation migraine headaches"). In 2014, the patient experienced rash ("rashes") and urticaria ("hives,"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cycles were usually painful/dysmenorrhoea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced hypersensitivity ("unexplainable allergic reactions"). The patient was treated with pamabrom;paracetamol (womens tylenol) and surgery (she had undergone essure removal surgery ((B)(6) 2020)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, migraine and hypersensitivity had not resolved and the headache, back pain, vaginal haemorrhage, dry skin, rash, urticaria, tooth disorder, muscle spasms and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for headache with essure. The reporter considered abdominal discomfort, abdominal pain lower, back pain, dry skin, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('cramping pelvic pain / cramping') in an adult female patient who had essure (batch no. 869763) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergone confirmation test.". The patient's medical history included gallbladder disorder in 2013. Previously administered products included for an unreported indication: iud in 2009. Concurrent conditions included wrist injury, inability to work and morbid obesity. Concomitant products included cefixime (flexeril) for low back pain and back muscle spasms, cyclobenzaprine for low back pain and leg spasm, ibuprofen for low back pain, leg spasm and migraine as well as levocetirizine dihydrochloride (xyzal), montelukast sodium (singulair), omalizumab (xolair) since 2017 and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced abdominal pain lower ("aches and pains in abdominal area / cramping/ feeling heavy in lower abdomen"), back pain ("back pain/ lower back pain"), dry skin ("dry areas on skin/dry patches of skin"), muscle spasms ("leg spasm/ back spasm") and abdominal discomfort ("feeling heavy in lower abdomen"). In (B)(6) 2012, the patient experienced menorrhagia ("heavier and longer menstrual cycles/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding vaginal/abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("debilitation migraine headaches"). In 2014, the patient experienced rash ("rashes") and urticaria ("hives,"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("menstrual cycles were usually painful/dysmenorrhoea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced hypersensitivity ("unexplainable allergic reactions"). The patient was treated with pamabrom;paracetamol (womens tylenol) and surgery (she had undergone essure removal surgery ((B)(6) 2020)). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, dysmenorrhoea, migraine and hypersensitivity had not resolved and the headache, back pain, vaginal haemorrhage, dry skin, rash, urticaria, tooth disorder, muscle spasms and abdominal discomfort outcome was unknown. The reporter provided no causality assessment for headache with essure. The reporter considered abdominal discomfort, abdominal pain lower, back pain, dry skin, dysmenorrhoea, hypersensitivity, menorrhagia, migraine, muscle spasms, pelvic pain, rash, tooth disorder, urticaria and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.4 kg/sqm. Quality-safety evaluation of ptc: initial assessment: the reported lot number 869763 was assessed as invalid by responsible quality unit. In this case no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are known, possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff information form received. The case was upgraded from non-serious incident to serious incident. Essure removal date was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.